Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) touchframe, which resolved the issue.

Event description:
It was reported that, during set-up, a ventilator was found to be inoperative. There was no patient involvement.